Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) and lung disease (unspecified). In addition, the patient also alleged skin irritation and respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient had alleged asthma (new or worsening) and lung disease (unspecified). In addition, the patient also alleged skin irritation and respiratory tract irritation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed, complaints were not confirmed. There was zero error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.